Manufacturer narrative:
Results of the device eval will be filed in a supplemental report when sample is received.

Event description:
Liquid leaking at 2mm tick mark on disk connection. Additional info reported (B)(6) 2011 to determine reportability. Info received (B)(6) 2011. Confirmed drug leakage.